Event description:
New dual chamber pacemaker implanted. Four months later: latitude alert for ra lead polarity switch to unipolar due to impedance: 2850 ohms. Several days later: seen in office; reprogrammed to bipolar after troubleshooting did not reveal noise or elevated impedance. Several days later: latitude alert for ra lead polarity switch to unipolar due to impedance 2467 ohms. Three weeks later : ra lead extraction and new ra lead implanted: per dr. Op note: visual inspection of the lead showed a very minor possible defect in the insulation of the lead where it would have been within the subclavian vein, but no obvious reason for the impedance spikes and noise. The tip of pin had also been confirmed to extend all the way to the end of the connector hole prior to removal.